Event description:
The customer reported that during use of this drill in oral surgery, it got hot. The increase in temperature was noted by the surgeon and the procedure was completed using another handpiece and bur guard. There was no injury or surgical delay associated with this procedure.

Manufacturer narrative:
Investigation findings: the drill was received for evaluation and the reported problem was confirmed. During testing, excessive heat occurred in the collet related to bearing failure. In addition, this drill requires preventive maintenance. Conmed linvatec repair records show the last date of repair as june 2006. The instruction manual for this device informs the user. Continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. In addition, the recommended service interval for this handpiece is every 12 months and the associated bur guards are every 6 months.